Event description:
Customer reported unexpected negative antibody screen reactions with pool cell testing on the galileo. A donor sample tested as negative but was positive in gel with testing with unpooled cells.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention capture-r ready screen (pooled cells), lot n194 with retention capture-r ready indicator cells(crric), lot 221348. Expected results were obtained. The customer submitted sample for testing. Sample could not be tested due to gross hemolysis present. The limitations section of the package insert for capture-r ready-screen (pooled cells) states that antibody testing using pooled reagent red blood cells will not be as sensitive as those incorporting the red blood cells of unpooled single donors.